Event description:
Account - sanofi aventis, country of origin - USA. Item, sku, lot# - unknown. Event description: ref (B)(4) ¿ rear cannula end is broken. Note - please check the attachment for additional information.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (component code, type of investigation, investigation findings, and investigation conclusions) investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.